Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities, the mobile view station's (mvs) uninterruptible power supply (ups) would not hold it's charge after disconnecting from wall power. The medtronic representative replaced the mvs ups and allowed some time for the ups batteries to charge. Verified that the mvs stayed on more than three minutes after unplugging from the ac wall power. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the ups confirmed reported complaint. Ups powered on with returned batteries. Charged for at least 6 hours and performed 5 minute load test. Failed 1 minute 37 seconds. Then, installed f.a test batteries and charged for at least 6 hours. Load test, passed 5 minute 13 seconds. Installed new batteries and charge for at least 6 hours. Performed load test, passed 5 minutes and 51 seconds. Recharged new batteries for at least 6 hours. Failed visual inspection, small nick found on battery cable jacket. Nick not penetrating cable jacket. The hardware investigation found that reported event was related to a physical damage failure mode. The cable was cut; damaged.

Event description:
A biomed site representative reported that the imaging system's monitor shut off on its own prior to a procedure. The radiologic technologist (rt) operating the imaging system reported that the system was powered on and plugged in, when the mobile view station (mvs) powered off suddenly and the power switch on the front of the system switched to the off position. She powered the system back on and it worked normally. There was no patient present when this issue was identified and the imaging system worked normally for the procedure following this issue.